Manufacturer narrative:
Additional information : manufacturer narrative. The actual date of event is unknown. Root cause: the root cause for the reported issue of an medication/programming error was not determined because no products or device logs were returned.

Event description:
It was reported the customer has had an increase in programming medication errors. Customer has requested any education materials they can provide to their new clinicians regarding primary and secondary medication infusions. There was patient involvement but no harm.

Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported the customer has had an increase in programming medication errors. Customer has requested any education materials they can provide to their new clinicians regarding primary and secondary medication infusions. There was patient involvement but no harm.